Event description:
Rep reported that a pump implanted 24 years ago is no longer working. Hospital is unable to access the pump any more. Patient is asymptomatic and dr. Is contemplating pump removal. However, it is not scheduled at the present time.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.